Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from the (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, dianeal pd2 unknown bag therapy was withdrawn and the patient was placed on hemodialysis. On (B)(6) 2012, the patient experienced peritonitis manifest by cloudy effluent and abdominal pain. On (B)(6) 2012, the patient required hospitalization for this event. On an unreported date, the patient began remedial therapy with cefazolin and ceftazidime. The cause of the peritonitis was unknown. On an unreported date, the pd catheter was removed for pd rest, dianeal pd2 unknown bag therapy was withdrawn and the patient was placed on hemodialysis. It was unknown if the patient recovered from the event of peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.